Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the use experienced an elevated blood glucose (bg) level of 277 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, the suspected cause of the bg level was due to the user eating food. A follow up with the user confirmed that the bg level lowered to target range.